Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation code method additional code added component code - remove g02005 and add g0201201. H3 device evaluation summary: updated due to part return medtronic conducted an investigation based on all information received. It was reported that during use on a patient, the 980 ventilator went into a "vent inop status condition". Per review of the service report and ventilator logs there is evidence that a loss of ventilation occurred at the time of the reported event. The device was available for evaluation. The service personnel (sp) inspected the ventilator, found relevant diagnostic codes, and replaced the direct current (dc) - dc printed circuit board assembly (pcba). The ventilator passed all testing per manufacturer specifications at the time of service. One dc-dc pcba was returned to medtronic for further analysis. Visual inspection of the returned dc-dc convertor pcba found no anomalies. The dc-dc pcba was attached to test unit and powered up. Analysis found that capacitor c83 had a low resistance. Analysis found capacitor c83 faulty. If c83 of dc-dc pcba damage occurred while in use on a patient, the ventilator response would be a loss of ventilation. The cause of the event was isolated to a fault in capacitor (c83) of dc-dc pcba. There is an existing previous internal investigation regarding this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, the 980 ventilator went into a "vent inop status condition". The patient was removed from the ventilator and placed on an alternate ventilator without injury. Per review of the service report and ventilator logs there is evidence that a loss of ventilation occurred at the time of the reported event.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that during use on a patient, the 980 ventilator went into a "vent inop status condition". The patient was removed from the ventilator and placed on an alternate ventilator without injury. Per review of the service report and ventilator logs there is evidence that a loss of ventilation occurred at the time of the reported event. The device was available for evaluation. The service personnel (sp) inspected the ventilator , found relevant diagnostic codes, and replaced the direct current (dc) - dc printed circuit board assembly (pcba). The ventilator passed all testing per manufacturer specifications at the time of service. The likely cause of the event was isolated in the field to a potentially faulty dc-dc pcba. The dc-dc pcba has been returned is undergoing failure analysis. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.